Manufacturer narrative:
The reported observation of difficulty charging was duplicated and confirmed during functional testing of the implantable pulse generator¿s (ipg) ability to charge when the gemini charging system attempts to couple and charge the returned ipg. The root cause of the observation is the ipg¿s charging circuitry not having the ability to maintain a coupled charge event, which would result in not allowing the ipg battery to increase its state of charge (soc). A CT scan of the hybrid assembly found solder bulges at field effect transistors (fet's) q3, q4 and q5, which were the confirmed root cause of the observation. The ipg pcb hybrid was fabricated with the new 3 mil stencil which caused extra solder to be present at the fet gate, causing an electrical short between the fet gate and source (ground). Reverted to previous 4 mil stencil to address the issue. The DHR review determined that manufacturing completed all steps correctly and there were no errors in the production of the product. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has been unable to charge their ipg. Troubleshooting has been unable to resolve this issue. Surgical intervention may be pending to address this issue.